Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel; the incident information was reviewed; however, the delivery system was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There was no reported device malfunction. The reported patient effect of intimal dissection is listed in the xience prime instructions for use. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, de novo, 90% stenosed, mid ramus artery, the 2.5 x 18 mm xience prime stent was implanted; however, a distal stent edge dissection was noted. A 2.5 x 12 mm xience prime was used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.